Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device component, locking component and flex circuit were damaged, the device overheated and made excessive noise. The device failed pretests for hand control, handpiece temperature, air pump, noise, safety, motor thermistor, loctite and cable assessment. It was noted in the service order that the device was torn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.